Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has blank display. Customer's blood glucose level was 138 mg/dl. Customer stated that the display was not blank less than 30 seconds. Customer stated display is blank currently. Customer reported that the insert battery alarm did not display on the insulin pump screen. Customer reported that after insulin pump restart but the display did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that the contacts on the battery cap are not missing and not damaged. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.